Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported via phone call that the customer had been experiencing high blood glucose since (B)(6) 2015. That first day, his blood glucose was over 500 mg/dl and the hospital sent the customer home without admitting. Mother took the customer to the doctor the next day and blood glucose was over 400 mg/dl and doctor sent them to the hospital. Customer experienced difficulty breathing, vomiting, abdominal pain and had pneumonia. Current blood glucose was over 600 mg/dl; he was treated with manual injections. The customer was hospitalized and released on (B)(6) 2015 when stable at 200 mg/dl. Customer's mother also reported that the insulin pump was dropped on the driveway and was ran over by a car by accident and got damage. Blood glucose value at the time was 80 mg/dl. It was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.